Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia. Repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, the parent changed out the pod and gave a correction bolus.

Manufacturer narrative:
No bends of kinks were found along the soft cannula; however, a tear and subsequent leak were found along the exposed portion. This was caused by the formed needle, which was over exposed. Inspection of the top housing saw the linkage assembly was abnormally separated, and not in the correctly retracted position. Upon opening the device, score marks were seen along the top housing indicating interference with the linkage assembly. The misaligned linkage assembly was the cause of the over exposed formed needle, and subsequent soft cannula tear. The distal tip of the formed needle was also found to be damaged. Finally, the download data showed timeouts and an 0x6a alarm, indicating an occlusion during runtime (threshold exceeded, not at end of bolus). Cause of the hazard alarm could not be determined.